Event description:
It was reported that the system was explanted for cremation. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 9.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.